Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with trace ketones; cause was not known. Customer's continuous glucose monitor read ¿high¿, however, specific bg value was not provided. A correction bolus was delivered to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.